Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the device exhibited a no disposable alarm during infusion. It had finished 3 hours early, but there had been no delay in treatment. The drug being infused had been 5-fluorouracil with a continuous infusion rate of 2.2 ml/hour. The reservoir volume had been 100 ml, given on (B)(6) 2024 at 12:50. The air detector had been on, and the upstream sensor had been off. The length of the infusion was 46 hours. The lock level had been set to yes. A closed system drug transfer device (cstd) had been used to fill the cassette, but the pump had not been used to prime the extension tubing. The event occurred while in use with a patient at the patient's home. There was patient involvement, and no patient harm/adverse event reported.